Event description:
It was reported by the affiliate that during an anterior resection, the surgeon fired the stapler and the staples didn't present. The case was completed with a like device with no patient consequence.